Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00204.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory and power cable disconnect alarms was confirmed. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6) ) contained approximately 8 days of data combined (07jan2021 ¿ 14jan2021 per the timestamp). Intermittent low voltage advisory alarms that were not associated with routine battery depletion while connected to 14v batteries and power cable disconnect alarms that were not associated with true power cable disconnections while connected to the mobile power unit (mpu) were captured throughout the log files. The atypical alarms occurred due to the relative state of charge (rsoc) voltage on the white power lead intermittently dropping. The driveline was disconnected on 14jan2021 at 11:07:21 to exchange the system controller. No other notable alarms active in the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and with test 14v batteries and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The resistances of the underlying wires in the power cables were measured, revealing an elevated resistance on the rsoc wire in the white power cable. The white power cable was stripped to inspect the underlying wires and no damage was observed. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed elevated resistance on the rsoc wire in the white power cable could have resulted in the reported event. Although not conclusively determined, the increased resistance appears consistent with conductor breakdown due to repetitive flexing of the cable during use. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 30jan2019. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory and the power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. The section 5 subsection, entitled "what not to do: driveline and cables", advises to inspect the system controller power cables for twisting, kinking, or bending, which could cause damage to the inner wires. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low battery alarms when plugged into wall power. The patient's log files were reviewed by technical services. The log file captured some intermittent indications of a weak connection between batteries and battery clips. These resulted in low power advisory events. There were no low power advisories while on wall power. There were also odd power cable disconnects while on the mpu. Technical services recommended to check the integrity of the mpu patient cable and connectors. Also it was advised to check the integrity of the controller power lead and connectors. The patient was issued new batteries and battery clips on (B)(6) 2021. The patient stated that the alarms continued on (B)(6) 2021, on the new batteries and clips. The patient then had their system controller exchanged.